Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was in the house cleaning and doing some housework and the alarm on the receiver went off and he received a low reading. The patient was trying to come down to get something to eat or drink but he fell on the stairs and started seizing. The spouse called 911, the paramedics treated the patient with unspecified medication and took him to the hospital. The paramedics took a bg reading but there was no value reported and there was no cgm value. The patient was admitted to the hospital. On (B)(6) 2024, the cgm was 227 mg/dl and the bg reading was 329 mg/dl. At the hospital the patient was treated with humalog and lantus insulin for diabetes management. The patient was discharged on (B)(6) 2024 and he was weak, he could not walk without holding onto something and he was given a walker. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.